Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device showed potentially unusual behavior during synchronized cardioversion. Additional information has been requested. No direct adverse event to the patient or user was reported.

Manufacturer narrative:
Product information updated. Contact office updated. Investigation results are unchanged.